Event description:
It is alleged that the tip came off the blade during surgery. It was reported that the doctor was able to retrieve it without any complications. No injuries to the pt were reported.